Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that while placing a new reservoir in the insulin pump, she received a no delivery alarm. Customer reported rewinding the insulin pump and receiving another no delivery alarm. Customer was able to get insulin to exit the tubing during troubleshooting, but then noticed air bubbles were present. Blood glucose level was 114 mg/dl at the time of the call. No further information was provided.